Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating a cellular module error. There was no patient involvement, therefore no health consequences or impact.